Event description:
The manufacturer received information alleging a vent inoperative condition occurred. There was no harm or injury reported. The device was not in use on a patient during the reported occurrence. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. During the evaluation of the device, the device failed a test step during testing. The device's blower was replaced to address the issue.